Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficult to advance cannot be determined. The subsequent treatment is due to the circumstances of the procedure. Based on the information provided the difficultly during may possibly be attributed to angle of insertion in relation to the tissue tract; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - the device was initially reported as returning for analysis but the device was not returned.

Event description:
It was reported that this was a closure of a right common femoral vein with a prostyle device using the pre-close technique via an 8f sheath hole prior to an interventional pacemaker procedure. Reportedly, resistance was felt while advancing the prostyle device. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 23f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.